Event description:
Patient came to outpatient surgery department for insertion of indwelling right internal jugular hemodialysis catheter. Hub on the outside at the end of the catheter on the tip was cracked. He said, he had to have his catheter replaced x 2 due to a cracked hub.